Manufacturer narrative:
Device history record for the reported lot number was reviewed and confirmed that the lot was manufactured according to the approve manufacturing procedures. Retained samples were also tested and flow normally. Sample of this lot returned for investigation confirmed that there is no flow issue when securely connected to patient site.

Event description:
Five smartez pumps ((B)(4), s8c58) containing 3-ertapenem 1 gram in 0.9% sodium chloride 100 ml and 2- daptomycin 600 mg in 0.9% sodium chloride 100 ml would not infuse. Patient confirmed line flushing and working fine with other ed's.